Event description:
It was reported that during a urology procedure, the tip of the clip applier would not close or meet together. The clips were jamming inside the jaws. A second device was opened and the case was completed with no patient consequences.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis result of the device found that it was received with the top shroud broken and with the handle broken at seam and separated. The condition of the handle caused the internal components lose its intended position. It is known from the history of the device that the condition of the shrouds may lead to ejected clip. The jaw was noted in good condition. A batch record review was performed and no anomalies were found during the manufacturing process.